Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 688 mg/dl while wearing the pod between 1 and 4 hours. The pod alarmed, after which the patient removed it from the leg. Upon removal, the cannula was observed to be bent. The infusion site was reported to have erythema, swelling, and insulin leakage was noted. Following persistent hyperglycemia and concern for possible diabetic ketoacidosis, a 20-minute telehealth consultation was conducted. The endocrinologist confirmed a diagnosis of hyperglycemia during the consultation. The patient was advised to monitor blood glucose every 2 hours. The patient did not require hospitalization or additional medical treatment.